Manufacturer narrative:
(B)(6). Device manufacture date corrected from 02/21/2012 to 02/01/2012.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed cracks in the casing. During evaluation the device was able to power on using the customer's batteries. The device was able to obtain readings but the readings were not clear due to the missing led segments. Internal inspection showed the led segments on the instrument board have an intermittent open circuit cause the segments to be blank. After restarting the device all of the led segments were illuminated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported led display segments on upper and lower fields are missing. No patient impact or consequences were reported.